Manufacturer narrative:
Main investigation conclusion: data consistent with an electrostatic discharge (esd) event was confirmed via evaluation of the submitted log files. It was reported that the patient was pushing his dog off of his lap when he heard an alarm. The patient could correlate the event to static discharge. The patient became dizzy, but the alarms resolved and the patient saw normal parameters after checking his controller. The submitted system controller event log file contained data from (B)(6) 2021 to (B)(6) 2021. The file contained one esd event resulting in a pump stop on (B)(6) 2021, which lasted approximately 6 seconds. This pump stop was associated with com a, com b, power b broken, low-speed advisory, low-speed hazard, low flow, pump stop, and low pump current faults. Alarm flags for low-speed advisory, low flow, and lvad off were also recorded. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) and patient handbook provide information regarding electrostatic discharge and explain how to reduce the risk for esd events. These documents additionally warn that static discharge could cause the pump to stop and outline all system alarm conditions as well as the recommended actions associated with them. Section 1 ¿introduction¿ of the heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) , rev. C addresses all pump parameters including pump power, speed, and flow. This section instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 3 ¿powering the system¿ states that high levels of static electricity can damage or harm the system and cause the pump to stop. This section recommends that the patient use battery power when not sleeping or resting to reduce the risk of electrostatic discharge (esd) events. Section 6 "patient care and management¿ warns that static electricity can cause the left ventricular assist device (lvad) to stop and explains additional steps in how it can be avoided. Section 7 "alarms and troubleshooting" describes all alarm conditions as well as the appropriate actions associated with them. Additionally, the safety testing and classification tables in appendix c of this document include electrostatic discharge information. Section 1 ¿introduction¿ of the heartmate 3 lvas patient handbook, rev. C warns the user to avoid touching older television or computer screens and to avoid activities that may induce strong static discharges and to take actions to reduce the chance of esd, as strong electrical shocks can damage electrical parts of the system and cause the pump to perform improperly or stop. Section 4 "living with the heartmate 3" contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built-up esd by touching a metal surface before handling lvas components. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard or pump off alarm, call your hospital contact immediately for diagnosis and instructions. The testing & classification tables in section 9 of this document include esd. The emergency contact list form included in the handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the device alarm on (B)(6) 2021 showed pump off, low flow alarm, and low speed advisory. Patient was pushing dog off his lap and then heard the alarm. Patient became dizzy. Alarm resolved. Patient saw normal parameters after checking the system controller. It was reported suspected static could be attributed to event.technical support reviewed the submitted log files which revealed a pump event that appears to be related to an electrostatic discharge (esd) on (B)(6) 2021 at 10:45:54. The pump is designed to automatically reset when subjected to a high static discharge event. The pump was off for approximately 6 seconds during this reset.